Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A review of the device history record (DHR) was performed for this valve. This device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years post implant of this 19mm bioprosthetic aortic valve, it was replaced valve-in-valve with a 23mm transcatheter valve. The reason for replacement was reported as severe aortic insufficiency. No additional adverse patient effects were reported.